Event description:
It was reported that the last time the patient met with a company representative approximately two years ago, he was told his right lead wasn't working anymore. The patient does not have a doctor and has not met with any health care professional about the lead. The company representative told the patient he would likely have a paddle lead implanted for better contacts. The patient noted he was obese but had lost weight, which caused the implant to "stick out." The patient also noted his spinal column was very narrow and there was an issue implanting the leads during his last implant procedure. This is one of the reasons he has put off the lead revision surgery. The patient reported having increased baseline pain and the stimulation had not been taking care of all of the patient's pain needs. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member of the patient and that patient that reported that when the patient was the health care provider¿s office, the manufacturer representative was there and read his device. The patient as informed and told that his leads ¿weren¿t functioning.¿ the patient¿s indications for use include failed back surgery syndrome and chronic low back pain.